Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. A supplemental report will be filed when the investigation is completed. (B)(4).

Event description:
Medtronic received information that during the deployment of this transcatheter bioprosthetic valve, the valve moved to a lower than intended position as it was being unsheathed from the delivery catheter system (dcs), resulting in a moderate to severe paravalvular leak. A second bioprosthetic valve was successfully implanted valve-in-valve with no adverse patient effects.

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Among the potential factors that can influence a dislodged valve are tension applied on the delivery catheter system during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels. A root cause could not be established from the information available. The reported paravalvular leak (pvl) information does not indicate a potential manufacturing issue. Pvl can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions; a conclusive cause could not be determined from the limited information available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.